Event description:
It was reported that the patient had phrenic nerve stimulation from the left ventricular (lv) lead. The lv lead was revised, but due to difficult anatomy the lv lead pulled back following the pocket revision. The lv lead was reprogrammed off until it was later explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trg implantable cardioverter defibrillator (B)(6) 2011; 507652 implantable pacing lead (B)(6) 2004. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.